Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from may 19, 2020 - may 20, 2020. H10: the actual device was evaluated. A visual inspection was performed using the naked eye, which did not identify any abnormalities, that could have contributed to the reported condition. A functional flow rate test was performed, and found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unspecified day in (B)(6) of 2020. (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) overinfused during a patient infusion of an unspecified medication. The reporter stated, the ¿pump emptied in two days time instead of 7 days¿. There was no patient injury or medical intervention associated with this event. No additional information is available.